Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the kink damage was confirmed via returned device analysis. The reported difficulty positioning and removing the stent delivery system through the guiding catheter could not be confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances associated with the reported lot and a review of the complaint history did not indicate a manufacturing issue. It should be noted that the xience prime instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a lesion in the right coronary artery, a 3.5x28 rx xience prime stent delivery system (sds) was advanced; however, the sds became stuck inside of the non-abbott 6f guiding catheter. Excessive force was applied which was unsuccessful and the sds was withdrawn from the patient anatomy with some resistance. Reportedly, a kink was noted in the shaft of the sds. A new 3.5x28 rx xience prime stent was implanted to treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.